Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick occurred during use with a bd vacutainer® one use holder. The following information was provided by the initial reporter, "the account complained that rns are sticking their finger in the holder and getting needle sticks. They suggested a cap over the holder once the nurse is done using the product." 2 occurrences were reported. No medical intervention information has been given.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that a needle stick occurred during use with a bd vacutainer® one use holder. The following information was provided by the initial reporter, "the account complained that rns are sticking their finger in the holder and getting needle sticks. They suggested a cap over the holder once the nurse is done using the product." (B)(4). Occurrences were reported. No medical intervention information has been given.